Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a CT scan the syringe pump that was infusing epinephrine "got stuck on bed", the pump "became disengaged", and when trying to fix it the pump did not recognize the syringe. This resulted in the patient's bp dropping, which required multiple doses of "dwindle" epinephrine.